Event description:
Hill-rom received a report from the account stating the brakes were no holding. The bed was located at the account in maintenance. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found all 4 casters, 4 caster supports, and both main bearings were inoperative. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear, and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced all 4 casters, 4 caster supports, and both main bearings to resolve the issue. Based on this info, no further action is required.